Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a bent sensor tip when applying the adc freestyle libre 2 sensor. As a result of the customer not being able to monitor her blood glucose, she stated "her glucose got high" and therefore required unspecified third party medical treatment. The customer declined to provided additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a bent sensor tip when applying the adc freestyle libre 2 sensor. As a result of the customer not being able to monitor her blood glucose, she stated "her glucose got high" and therefore required unspecified third party medical treatment. The customer declined to provided additional information. There was no report of death or permanent injury associated with this event.